Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device evaluation found signs of physical damage on the insertion tube, the universal cord, the camera cover, and the bending section of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope distal end was burned by a laser. There were no reports of patient harm.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the distal end was burned by a laser; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.